Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went through 5 infusion sets due to the no delivery alarms. Customer's current blood glucose is 330 mg/dl. Customer had symptoms related to her high blood glucose such as discomfort under her armpits and pains in her chest. Customer gave a correction with the pump and but her blood glucose went down to 530 mg/dl only after the second correction bolus. Customer went to the hospital when her blood glucose shot up again. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 638 mg/dl. Customer woke up with high blood glucose and was really thirsty. Customer stated that she vomited when she drank water. Customer had diabetic ketoacidosis. Customer was treated with an IV drip and fluids for dehydration. Customer was wearing the pump at the time. Troubleshooting was performed and no delivery alarms were found. Customer did not have enough insulin in the reservoir to complete the test.